Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Peri-prosthetic fracture - patient fell. Original date of surgery (total hip) (B)(6) 2024. Date of revision (res mod) (B)(6) 2024. Revision of head and stem. Cup and liner stayed in patient.